Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a tka surgery, drill holes in the cutting guides did not align with the jns vis adpt guide jii kit; the procedure was resumed after a non-significant surgical delay using a s+n back-up device and the patient was not injured as a consequence of this problem.

Manufacturer narrative:
The reported event was analyzed. Although the involvement of all the devices was reported, the relationship with the investigated failure was directly associated to the misuse of ns vis adpt guide jii kit. Therefore, no investigation is deemed for the other device. The device was not returned for evaluation; therefore, a device analysis could not be performed. The image and video were reviewed and revealed that the device does not match with the block. However, it was determined that, this issue presented because of a device mishandling or misuse as the blocks used in this surgery were the wrong blocks. Based on the nature of the failure reported and the low risk of the complaint, no further investigation is required nor updates to instructions for use and surgical technique. Device batch number was not provided; thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed similar events for the listed part number, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.